Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to g2 of the initial report: added "health professional" as a report source. The device was returned to olympus for inspection, and the customer's complaint was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue was due to failure of the connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center is not connecting with the camera. The issue occurred, during preparation for use for a cystoscopy. There were no reports of patient harm.